Manufacturer narrative:
The impella 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported an (B)(6) male had impella lp 2.5 pump inserted in the right femoral with no problem. During pump support on (B)(6) 2019, patient developed hemolysis and as a result fourteen (14) units of red blood cells concentrate (rbcs) were administered. On (B)(6) 2019 the impella device was explanted, patient status recovered, and mechanical support was no longer needed.